Event description:
Reporting status: serious injury - permanent damage. Reporting rationale: separated guide wire remains in pt. Device issue; guide wire separation. It was reported that during multiple atherectomies with another co's atherectomy device, the distal end of the whisper guide wire separated. It was not possible to retrieve the guide wire tip located in the posterior tibial artery. No add'l event or pt info is available.